Manufacturer narrative:
Based on review of the provided videos, the lenses were damaged on the edge with material scraped/removed. This was not foreign material. This type of damage may occur if inadequate viscoelastic is placed in the device. The instruction for use (IFU) instructs to fill the device until ophthalmic viscosurgical devices (ovds) can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Lens edge damage may occur: if inadequate viscoelastic is placed in the device as this will cause inadequate coverage of the lens fold path which may cause damage as the lens is advanced. Due to rapid advancement faster than the IFU recommend rate. If the plunger is advanced quickly initially and then slower to stay within the recommended target rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. If the operating room temperature is too low (< 18°c / 64°f) lens folding and advancement are more difficult. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure debris like substance appeared at the edge of crystal optics. It was not possible to remove from the lens. The hospital speculates that there may be plastic debris left when polishing the area where the crystal is loaded on the front end of the injector during production and processing, or that the irregular internal structure may cause edge wear during crystal curling. Additional information has been requested but no further information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Two videos were provided. The device preparation and delivery were not shown. Video #1: the video starts with the lens already implanted. The edge of the optic is scraped near one optic/haptic junction with material removed. This is not foreign material. Video #2: this video start with the lens already implanted. This appears to be a different lens. A large scrape mark is observed on the posterior surface near the edge. The edge of the optic is also scraped near one optic/haptic junction with material removed. This is not foreign material. The manufacturer internal reference number is: (B)(4).